Event description:
On (B)(6) 2025, the user reported hyperglycemia following a supply change performed the previous evening. A full site change was completed, and insulin delivery was resumed. The highest recorded blood glucose (bg) during the event was 441 mg/dl. The device provided a high bg alert. After additional troubleshooting and replacement of the infusion set, bg levels decreased and returned to range. No symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.